Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and the remaining longevity was lower than expected. It was speculated that the remaining longevity may have been overestimated at the previous follow-up appointment. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable with no consequences. Related manufacturer report number: 2938836-2019-02628.